Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the during transport of a patient to hospital, the ac module cord pulled out of the heartstart mrx defibrillator. The device was used on battery mode with no patient impact.